Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
UDI number was inadvertently left off on the original submission. UDI number(B)(4).

Manufacturer narrative:
The reported event of "difficult to insert the dilator" was not confirmed. As received, the dilator could be inserted through the introducer sheath without difficulty, however, it was found to be damage at the tip. The dilator was found to be within specification. The valve internal components were examined and found to be in good condition. No other visible damage was noted in the returned kit. Invasive procedures involve some patient risks. The techniques for insertion and the occurrence of complications are well described in the literature. In this case, the patient required a new stick to insert a new set. It is unknown if user or procedural factors may have contributed to this event. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complain. A supplemental report will be forthcoming with the device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during catheterization with this introducer, it was difficult to insert the dilator. In order to solve the issue, the introducer was replaced, and a new stick was needed. There was no allegation of patient injury. The product was available for evaluation. Patient demographics were unable to be obtained